Event description:
A distributor in (B)(4) reported that two mr290 autofeed humidification chambers were "broken". This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: one complaint device has lot number 100420. The second complaint device has lot number 100507. The two complaint devices have not been returned to the MFR as they have been discarded. It has been visually inspected by a fisher & paykel healthcare service engineer at our regional office in (B)(4). Results: the visual inspection confirmed a crack on the side of the chamber dome. A lot check revealed no other complaints of this nature for both of these lot numbers. Conclusion: all mr290 chambers are pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the chamber was damaged post production, possibly during transport or storage at the customer facility. The device user instructions state the following: "do not use the chamber if the seals are not intact when received, or if it has been dropped". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).